Event description:
It was reported that the patient underwent a revision surgery in which a spectra concealable penile prosthesis (spp) was removed and replaced with a tactra due to incorrect device size. No further information was provided.

Manufacturer narrative:
Analysis of the returned device did not confirm the as reported incorrect size. The cylinders were visually inspected, microscope examined and functionally tested. However, analysis did identify that both cylinders had a sharp instrument/tool damage to the outer tube in the proximal cylinder bodies, which resulted in a hole and exposed metal segments. This damage is consistent with explant and will be considered a secondary failure. The cylinders performed within specifications.

Event description:
It was reported that the patient underwent a revision surgery in which a spectra concealable penile prosthesis (spp) was removed and replaced with a tactra due to incorrect device size. No further information was provided.